Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their symptoms were worse than prior to their evaluation. The patient had more nighttime voids, leakage, weaker streams and was suffering from retention. The patient also noted that the batteries were dying already.